Event description:
It was reported to medtronic neurosurgery that the device was found to be leaking during pre-implantation testing. According to the report, the physician used a new set to complete the operation. The report stated that the device did not have pt contact.

Manufacturer narrative:
The product was unavailable for return. Therefore an evaluation of device performance was not possible. A review of the manufacturing records showed no anomalies. All of our valves are 100% tested at the time of manufacture.